Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had persistent no delivery alarms. The customer's blood glucose was over 200 mg/dl. It was reported the alarm was resolved by an infusion set change in the past. It was also reported the alarm was resolved by a reservoir change in another incident. The customer stated the alarm would occur during a manual prime. The customer agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set. No occlusion was noted.